Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery cannot be performed. There was no energy supply. The product must be abandoned and a different product used. There will be no delays in the process. There was no health hazard to the patient.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: e1-event site telephone corrected. The lot # 3000315705 record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery cannot be performed. The product must be abandoned and a different product used. There was no health hazard to the patient.